Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the investigation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was not received; therefore, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set experienced a no flow. The no flow was identified during infusion on a patient. The nurse disconnected and then reconnected the set; this resolved the event. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.